Manufacturer narrative:
Correction provided in initial reporter. One probe sample was returned for evaluation for the report of the probe not cutting (actuating) during the surgery. A review of the device history records traceable to the reported lot number has been performed. The device history record review indicates that the product was processed and released according to the product¿s acceptance criteria. A complaint history examination indicated there were no additional complaints for the reported issue. The returned sample was visually inspected and it was deemed conforming. Actuation testing was performed and it was deemed nonconforming. Cut testing was performed and it was deemed nonconforming. The probe was disassembled and the components inspected. There was approximately 15 minutes of wear on the inner cutter when compared to the cutter wear visual standards. The inner cutter is detached from the coupling. The complaint evaluation does confirm the probe had a quality issue that resulted in the probe not being able to function. The root cause for the poor probe performance was due to the separation of components within the probe. It appears that during the surgery the adhesive bond failed causing the inner cutter to become detached from the coupling. An investigation has been completed and actions have been implemented to lower the frequency of probe complaints due to the detachment of the inner cutter from the coupling. Probes continued to be 100% inspected for actuation, aspiration, and cut during manufacturing. (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A nurse reported that a vitrectomy probe did not cut during a vitrectomy procedure. The probe's aspiration function was working. The probe was exchanged and the procedure could be completed. There was no patient harm. The product sample was reported as available. No additional information is expected.